Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Device was received with missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated contacts on the battery caps are neither missing nor corroded. Insert battery alarm did not displayed on the screen. Display did not returned even after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.